Event description:
It was reported that a spectrum pump was alarming and pump was off due to system failure during an infusion (medication, programmed amount and delivery rate unk). Any pt injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.